Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery intermittently could not be charged. The customer delivered an unnecessary bolus and blood glucose (bg) lowered to range from 50-300 mg/dl. Customer confirmed bolus was delivered due to user error. Customer consumed sugars and carbohydrates to address bg. The customer continued to use the pump for insulin therapy.